Event description:
A us distributor returned an electrode belt indicating that it failed incoming testing.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. As received, the electrode belt failed the fall-off test at all ECG electrodes. Upon eval, the u727 and u728 processors were internally shorted on the distribution node pca board. The cause of the test failure is excessive current is the shorted processors. The root cause of the shorted processors cannot be positively identified. No adverse event resulted from the defective shorted processors.